Event description:
The returned device was analyzed.

Manufacturer narrative:
The device was returned and analyzed. The device evaluation found no malfunctions related to the reported event. The manufacturing records were reviewed and no relevant nonconformities were found.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. Analysis of the device is currently in progress.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.